Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a compromised force sensor alarm. It was also mentioned that the insulin continues to drip after motor stops during the manual prime process. Blood glucose level was 15.9 mmol/l at the time of the incident. The insulin pump will be returned for analysis.